Event description:
It was reported that in the central sterile department of the user facility, the footed attachment was found to be bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.